Event description:
It was reported that the patient presented after receiving a notifier for normal elective replacement indicator. Upon trying to perform capacitor maintenance, the timer timed out. The device was explanted and replaced. The patient was stable.